Event description:
The customer reported experiencing symptoms of hyperglycemia such as paresthesia, dizziness and blurred vision. He tried to test his blood glucose level and received an error message on their precision xtra meter. The customer was taken to hospital, it is unknown what treatment or diagnosis was given. It was noted that the customer reports using expired test strips. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.